Event description:
Customer reported that pump battery would not charge, with no power source alert being received. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps, including changing wall adapters and cables, but the issue persisted. Technical support decided to replace the pump, ensuring continuity of insulin delivery through backup therapy. Customer was informed about storage mode procedures and will return the malfunctioning pump using a pre-paid label.